Event description:
Co2 level malfunction for the 3500cp-g mixer. Perfusionist stated the blender was replaced during the case and used a backup device. We do not know the time lapse during replacement of blender.

Manufacturer narrative:
This was found during a retrospective review of complaint files. No patient information available. OEM manufacturer performed evaluation and repair of device. Device was not returned to manufacturer for investigation or service. Root cause for malfunction was attributed to user using wrong o-rings during overhaul. The perfusionist stated there was no patient injury or blood loss. However, since it was in use during an operation wherein a heart and lung machine was also in use, we have determined this to be an MDR.